Event description:
Surgeon reports pt has experienced chronic uveitis ever since this anterior chamber lens was implanted od. The lens was explanted on 1/13/97. He reports the uveitis has abated but the glaucoma continues. Treatment since 1/13/97 has included voltaren (1gtt od qid), alphagan (1gtt od bid). Betoptic's (1 gtt od qid) and xalatan (1 gtt od frequency unknown). Current visual acuity is 20/80. Visual acuity prior to lens explant was 20/25. Uncorrected. Visual acuity prior to lens implant is unknown.